Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead could not be implanted in the atrium despite the use of multiple stylets. The ra lead was not used. The physician elected to use an alternative ra lead and successfully completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported event was unable to implant. A complete lead with a silicone retainer was returned in one piece for analysis. Visual inspection and x-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.